Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a disconnection between a patient line and transfer set. This occurred during fill three of four of peritoneal dialysis therapy. The technical service representative assisted the hp with ending therapy. The hp would finish therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.